Event description:
This 7" extension set was attached to the regular IV tubing. While staff was trying to infuse contrast media into set, the set ruptured and a hole was blown in the set. Contrast media used would have been optiray.